Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient faced issue of 5 infusion set tubing leakage issue between 01-apr-2024 to 28-jun-2024. The set was in use for less than 48 hours. No further information available.